Manufacturer narrative:
H10: multiple attempts have been made on 29jul2024, 05aug2024, and 12aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an alarm for low leak co2 rebreathing. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was an alarm for low leak co2 rebreathing. The diagnostic code (1203) was confirmed in the log. The remote service engineer (rse) advised the customer to verify the exhalation port at the bottom of the unit was clear and the test circuit had the exhalation device installed. The rse also advised the replacement of the flow sensor assembly or gas delivery system (gds). The rse provided the customer with both part numbers. Resolution and disposition are pending.